Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, loss of consciousness and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had went to the emergency room with hypoglycemia. The patient's blood glucose (bg) levels declined to 55 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include a breathing issue and loss of consciousness. The patient was treated with unspecified fluids and aspirin to prevent heart attack, and had their bg levels monitored until it was in range. The patient was discharged on the same day.